Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and intermittently freezes. The customer declined further troubleshooting with tandem technical support regarding the reported issue. Additionally, it was reported that the pump's usb port was damaged resulting in difficulties charging the pump. The customer's blood glucose level was 120 mg/dl. The customer reverted to an alternate method of insulin therapy.